Manufacturer narrative:
The customer¿s report of leaking between the sets was confirmed. Visual inspection of the extension set showed a vertical hairline crack approximately 0.2265 inches long running parallel to the direction of the fluid flow, along the top of the maxzero connector, and continuing along the threads of the connector. Functional testing resulted in leaking from the engagement between the connector and the concomitant set¿s distal male luer. The cause of the leak was a vertical hairline crack along the top and threads of the maxzero connector. The root cause of the crack was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a PICC line infusion of velitri was noted to be leaking between the primary tubing and the extension set while connected to a patient. The set was secured however it continued to leak. The tubing was replaced and there was no patient harm.